Manufacturer narrative:
Section a2 - age/date of birth: the exact date of birth is unknown, but the year 1991 was provided. Section a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) had scratches on its surface. No further information was provided.

Manufacturer narrative:
Additional information and corrected data: upon further review of the initial MFR report number 3012236936-2023-02630, it was determined that section h6 for "type of investigation" and section b5 for ¿describe event or problem' should be revised as per new information received. Therefore, the following fields are being corrected to reflect the updated information: section b5 - we learned through follow up that the scratches were noticed after the lens had unfolded in the bag. The surgeon left the lens in the eye as the scratches were off-center and explanting may have been traumatic. No photographs of the lens are available and as far as the surgeon was aware the patient was fine. Section h6 - type of investigation: code 4117 applies instead of original code 4114, as the device remains implanted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.